Event description:
The stent came off the balloon during prep before being placed into the pt. No anomalies with the packaging. No difficulty removing the device from packaging. The stent was not used in the pt at all. Another package was opened and used successfully without any complication in the subclavian artery.

Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet complete. Add'l info will be submitted within 30 days of receipt.